Manufacturer narrative:
Qc has been within the lab's established ranges. A field service engineer (fse) was on-site and replaced several hardware parts. However, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneous glucose (glu) result generated by the unicel dxc 600 pro synchron chemistry analyzer. The instrument generated a glucose (glu) result of 190mg/dl followed by results of 88 and 87mg/dl. The erroneous result was not reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.